Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem has been confirmed. The cause of the monitor not starting up was a faulty pld (u300) on the computer/analog pca within the monitor. U300 is a irf7507, dual n & p channel mosfet. The root cause of the u300 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u300 failure. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted lifecor customer support to report that he went to change the battery pack and the device will not "shut up". He stated that when the battery pack is placed into the monitor, the lifevest logo screen comes on and immediately after that the device displayed the "release response button" message. He stated that he was not pressing the response buttons. Support sent the pt a replacement monitor.